Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The forceps raiser wire (k-wire) was damaged due to mechanical/chemical stress applied by repeated use for the long duration. In addition to the finds reported in event, the mouthpiece was loose. The insertion tube, operation part, tip cover, switch box, operation unit cover, up/ down knob, up/down angle fixing lever, right/left knob, grip, universal cord, scope connector, protector of universal cord on scope connector side and right/eft angle fixing knob was scratched. The curved rubber adhesive part was missing. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The suction cylinder was scraped. The forceps plug cap was scraped off. Water coverage was recognized on the electrical connector. The suction cylinder paint was peeling. The control unit was discolored. The electrical connector was discolored due to water leakage. Adhesive on bending section cover was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported, on behalf of the customer, a loaner asset (evis lucera duodenovideoscope) forceps elevator wire was cut. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the lighting lens was peeling off. There was a gap in the glued end or dirt entered the lens through the gap. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive on illumination lens coming off could not be determined, however, it is likely that the issue is the result of use stress or due to external factors and handling. Olympus will continue to monitor field performance for this device.